Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issues with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for less than 24 hours. The site of insertion was abdomen. Patient regularly rotated the site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.